Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan to report the one touch ultra2 meter was giving the error 5 error message. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B)(6) 2011 at 8:17 pm, the patient obtained the error 5 error message on the reported meter; she was unable to obtain a blood glucose reading. Afterwards, the patient experienced the symptoms of sweating and nausea. The patient took the action of consuming food and/or a drink; she did not seek any medical attention. The patient manages her diabetes with the oral medications glyburide 5 mg and metformin 2000 mg, and the injectable medication victoza (liraglutide). Troubleshooting revealed the patient's testing technique was correct and the test strips were in good condition and within opened expiration dating. The issue was resolved with troubleshooting. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose level due to the meter issue, and received treatment with food. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510k#:k053529.